Manufacturer narrative:
(B)(4). Reportable event type updated. The explanted device was returned for analysis. The evaluation is not complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
Additional information: it was reported that the patient expired on (B)(6) 2016. The cause of death was reported as ischemic stroke. No additional information was available.

Manufacturer narrative:
Explant date: additional information. Device evaluation: a correlation between the device and the reported stroke could not be conclusively determined. Upon disassembly of the returned pump, examination of the blood-contacting surfaces revealed various yellow and red non-laminated depositions of tissue in the lumina of the inlet tube, knitted graft, outflow graft, and outflow elbow. Similar depositions were found in the distal-side of the inlet stator and the proximal side of the outlet stator. These depositions appeared to have developed due to poor surface washing as the result of a low flow event or an interruption in flow through the pump; however, a specific cause for the interruption in flow could not be conclusively determined. The pump underwent cleaning, reassembly, and functional testing under loaded conditions using a mock circulatory loop. The retrieved data revealed normal pump power consumption comparable to the pump power consumption recorded during the manufacturing process. The pump operated as intended. Stroke and device thrombosis are listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device - 7 days. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that on (B)(6) 2016, the patient was up in their chair for approximately 30 minutes for the first time since surgery. The patient was able to eat lunch with no complaints. At approximately 12:15 pm, the patient was assisted back to bed and was repositioned. Upon sitting up in the bed, the patient became unresponsive for approximately 10 minutes. It was reported that the patient did not move their right side and was non-verbal. Following the episode of unresponsiveness, the patient experienced seizure-like activity. A swift triage and treatment (stat) team was called. The stroke team was also consulted at approximately 1:00 pm to rule out stroke versus seizure. The initial nih stroke scale score was 33 and the patient failed a dysphagia screen. The results of a computerized tomography (ctoh) scan were questionable for mild loss of inferior left insula grey-white matter differentiation. Unspecified changes were made to the patient's medication and a cerebral angiogram was ordered. The last known well time for the patient was reported to be on (B)(6) 2016 at 12:15 pm. At the time of the event, the patient's anticoagulation regimen consisted of aspirin. Pump parameters were reportedly stable.